Event description:
It was reported by a nurse that a vns patient's sleep apnea has gotten worse (i.e. Excessive daytime sleepiness) starting in (B)(6) 2009. The patient had a history of sleep apnea prior to vns implantation. Patient was referred to a sleep study and CPAP (continuous positive airway pressure)/provigil medication did not help the patient. However, it was found that patient became apneaic and hypoxic with vns stimulation. Thus, the patient's vns setting has been reduced to 0.25/500/7/180 and diagnostics were within normal limits on (B)(6) 2011, however, no specific diagnostic results were provided. The nurse believed that patient's condition may pose a serious injury and could cause harm.